Event description:
This was a cardiac lead extraction conducted in the ep lab to remove a total of 4 leads (rv-6947, ra-sjm unknown model#, lv-sjm unk model#, lv-4195 capped) due to an acute infection. All leads were reported to have been implanted in 2008, although the age of the capped lv-4195 was unk. Both fluoroscopy and tee were available and utilized during the case. The md cut and prepped all 3 leads (rv, ra & lv), inserted a lld-ez into each and successfully extracted each one with a 14f sls ii. Attention was then turned to the capped, but not cut, lv lead (4195). The md inserted a lld-ez and then attempted to retract the 4 lobes on the 4195, but only 2 were successful. The lead pulled back slightly from the target vein but not out of the ostium. The md lased with a 12f sls ii to the cs ostium then attempted manual traction to remove the 4195. Upon extraction of the 4195, it was noted on fluoroscopy the left heart border was showing decreased movement in addition to a marked decrease in the pt's blood pressure. The CT surgeon was paged, and arterial line placed and an emergent pericardiocentesis was performed (within 2-3 minutes) yielding no fluid despite multiple attempts. Approximately 15 minutes after the initial page the CT surgeon arrived and performed a sternotomy approximately 20 minutes after the first sing of the pt's status decline. When the chest was finally accessed there was a significant amount of clots and no evidence of blood flow in through the ventricles. Unfortunately, the pt did not recover and expired on the table. There were no devices retained for return analysis as they were disposed of during the code. The lot/serial numbers were not shared with this manufacturer.